Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer had experienced at least three occurrences of this malfunction and contacted technical support, who confirmed the pump was under warranty and arranged for a replacement. The customer was instructed to switch to multiple daily injections as a backup therapy and was advised on how to put the pump into storage mode before returning it with a pre-paid label. The customer acknowledged the instructions given.